Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie in the drawer was not detected on bus. A field service engineer (fse) arrived at the facility and reported to the security checkpoint, then proceeded to the customer after clearance. Fse and customer went to the affected unit, where logged into the station and demonstrated the failure of full height drawer 6 in the main station chassis. The drawer was removed and inspected, and a magnet was found to have fallen out of the latch assembly. The latch inseparable was replaced, and the latch components were reassembled. The drawer was reinstalled in the main station chassis, the pyxis bus cable was reconnected, and the station was restarted. The fse logged into the hardware test application and successfully completed all required diagnostic testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cvicu east pyxis drawer 6 cubies were not detected on bus and customer had attempted to reboot the pyxis, but the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.